Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.1; d.4; g.2; g.4; h.4.

Event description:
It has been determined that the device associated wit this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported right side "implant is encapsulated. [Baker] grade iii encapsulation". Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.